Manufacturer narrative:
On october 03, 2024, novocure received additional information that due to continued sores on the patient's head, the healthcare provider (hcp) recommended temporarily discontinuing optune gio therapy for 3 weeks. During review of an available medical record received by novocure on october 22, 2024, it was noted during an outpatient appointment on (B)(6) 2024, the patient experienced a skin ulcer on her scalp which was secondary to optune gio therapy. It was noted that the patient had previously been treated with an oral antibiotic, which had helped, but the ulcer had since worsened. The hcp prescribed oral antibiotic (amoxicillin) and referred the patient to dermatology for further evaluation. On (B)(6) 2024, the patient's scalp was fully healed with no open sores, showing only mild erythema and sensitivity. The patient had consulted a dermatologist who provided the patient with a skin management plan and advised avoiding any skin irritations when placing the arrays. The hcp recommended to continue optune gio therapy. On november 11, 2024, novocure received additional information that the patient had an appointment with an hcp due to the ongoing sores and skin irritation. The hcp was reportedly concerned that the sores might become infected and require surgery. It was stated that the patient's skin became thinner after constant use of optune gio therapy. In consultation with the hcp, the patient tried to use optune gio therapy for two days and then take a 12-hour break, but the skin irritation persisted. Therefore, the patient planned to discontinue optune gio therapy until on (B)(6) 2024. Novocure medical opinion is that a contribution of the array placement to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include: radiation, chemotherapy and prior surgery affecting skin integrity. Skin atrophy was related to optune gio device use, although not serious.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the reported sores on the scalp cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm), who grade IV, started optune gio therapy on (B)(6) 2022. On june 04, 2024, novocure was informed that the patient experienced sores on the head. The patient's health care provider (hcp) advised the patient to temporarily discontinue optune gio therapy for a week. Reportedly, the patient was prescribed amoxicillin to take. The prescribing physician was contacted for further details without reply.